Event description:
As the patient wanted to have an MRI performed, diagnostics were run on the vns device which showed high impedance (output status = limit, lead impedance = high, dcdc = 7). Follow up with the physician found that x-rays were not performed. It is unknown if any patient manipulation or trauma occurred which may have caused or contributed to the high lead impedance. Additional programming and diagnostic history was unavailable. The vns device was explanted on (B)(6) 2013 to allow the patient to have an MRI. The patient's device was previously disabled in (B)(6) 2002 to 0.0 ma output current, per the patient's request, due to perceived lack of efficacy. Per the physician, the therapy was stopped because the therapy was ineffective for the patient.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.